Event description:
During elective ptca of a de novo lesion in the ramus, with no calcification or tortuosity, the balloon burst at 16 atm. It appeared normal during inspection, prepped normally but it would never inflate. The physician cranked it all the way up to sixteen but it would not inflate. It was removed and appeared to be normal. Another product was used to finish the procedure. There was no injury to the pt and the product will be returned. This product is available for testing and eval but the engineering report has not been completed.